Event description:
It was reported that during an unrelated review of remote data, this right atrial (ra) lead had been listed as fractured approximately two and a half years earlier. The system had recorded a high out of range impedance value. Device reprogramming had been performed and this lead remains in service. No adverse patient effects were reported.